Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the seal was incomplete. There was no regrasp alert noted. There was end tone heard, and there was evidence of energy delivered. There was no patient injury.